Manufacturer narrative:
The insulin pump was received with operating currents within specification. Device passed the selftest, unexpected restart error test, basic occlusion test and displacement test. No motor error alarms were noted. However, it was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device had minor scratches on lcd window, cracked case at display window corners and belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to rewind and prime and the insulin pump passed the displacement test. Blood glucose value was 165 mg/dl. Customer was advised to monitor the device. The customer called back on (B)(6) 2015 and reported that she received another motor error on (B)(6). Blood glucose was 140 mg/dl. The insulin pump was replaced and returned for analysis.